Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self test along with the unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. The following physical damage was noted: partially broken reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
The customer's daughter-in-law reported via phone call that the customer's has had issues with high blood glucose for the past couple weeks; she mentioned that the customer's blood glucose was over 500 mg/dl. They changed the customer's infusion set and resumed insulin pump therapy. It was also mentioned that the reservoir opening broke off and continues to chip off; the reservoir stays locked into the compartment but the caller fears that the reservoir compartment will break even more. Troubleshooting was declined for the high blood glucose and initiated for the reservoir compartment damage. It was unknown how the damage occurred. The customer was advised to discontinue use of the pump and revert to their medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.